Event description:
Pt had an infection. Went to doctor then to hosp, to have prosthesis removed and another implanted. The prosthesis had deteriorated. The silicone covering had rolled down and exposed the dacron mesh. Tissue had grown into the dacron and had to be removed. Skin graft had to be done before another implant could be put in.